Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had always had problems with poor coupling. It was also reported that the patient did not have enough fat or skin to tie/suture down the device in place so the implantable neurostimulator (ins) started to gradually move around in the pocket. The patient stated that the ins used to be near his tail end and at the time of the report, it had moved ¿above his tail end¿, almost on the leads. When the patient tried to recharge, the coupling boxes would fluctuate because the ins moved around and he would have to follow the ins with the recharger antenna. The recharging waist belt was no help either. For troubleshooting, the antenna was repositioned over the ins and the patient was able to get all eight coupling boxes filled in. This issue was discovered when the patient was implanted on (B)(6) 2016; it was noted that the healthcare provider (hcp) and a manufacturer representative (rep) knew about this issue. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.